Event description:
It was reported that during an unknown procedure, a ring-shaped white thin foreign matter was found inside the patient after all trocars were placed. The size of the foreign matter was about 3mm. Firstly, h12lp, secondly, two 23nbs and then, two b5st were placed. After that, when the abdominal cavity was checked, the foreign matter was found. The foreign matter was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received in good visual condition. Upon evaluation, no evidence of foreign matter was noted. The universal seal was found in good visual conditions. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).